Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a break in the catheter tip. It was initially reported by the customer that during the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported deflection issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 28-may-2024, the bwi pal revealed that a visual inspection of the returned device found the dome and distal tip area were dented and exposed braid was observed in the tip area. These findings were reviewed and assessed this as an MDR reportable malfunction since the integrity of the device has been compromised with internal components exposure.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed that the dome and distal tip area were dented. Exposed braid was also observed in the tip area and the peek housing was also dent. No lifted electrodes were observed. Then, a deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action related to the reported complaint condition were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The damage observed could be related to the handling and/or shipping after the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendations: always pull the thumb knob back to straighten the catheter tip before insertion or withdrawal of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07 / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) and tip (g04129) were selected as related to the break in the catheter tip. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported deflection issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).